Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer modified the personal profile settings due to user error and experienced low blood glucose (bg) levels; value was unknown. At the time of the report, bg level was 229 mg/dl. The customer reported that the issue was due to user error and declined to provide further information.

Manufacturer narrative:
Remove (B)(4).